Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6) implanted: explanted: product type lead product ID 3778-45 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported that the implantable neurostimulator was also replaced on (B)(6) 2022. The reason that the entire system was replaced was because it had been working well for him until about 6 months prior. The patient noted that it seemed to not be working as well, and he had been reprogrammed several time, but was still unable to get good coverage/relief in the low back. The leads had high impedances and the patient was instructed to turn it off. The device had been off for about 2-3 months, and the entire system was replaced on (B)(6) 2022. The pain is primarily in the patient's low back with minimal pain in his legs (shin/calf) and no pain in his feet. The patient does not have weakness, numbness or tingling. The patient was seen for a post-op visit on (B)(6) 2022. The patient's pain was a 2/10 on the day of the visit. The system was programmed to get good coverage in the legs; however the patient's pain is primarily in his back. The patient is able to get coverage in his back with the stimulation turned up. Adjustments were made at that time.

Event description:
The patient reported that the patient had their percutaneous leads replaced with a paddle lead on (B)(6) 2022. Pt says they just turned stimulation on and were programmed on (B)(6) 2022, and pt says they feel it in both legs and their back. It was also noted that they do not have stimulation in their back. The patient noted that they have the legs pretty good, but with their back, they're not sure how to get it set right. Pt is feeling stimulation but not enough. Pt stated they are on group a with settings 1 and 2. They went into setting 1 and its at 1.6v, and when they raised stimulation they said it's the right leg. They said setting 2 is at 1.4v and when they raised stimulation and said they feel it in left leg. They tried to move groups but only group a is available the issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3778-45, serial#: (B)(6), product type: lead. Serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device had been giving them all kinds of problems and then the device finally quit working. Pt stated that probably a week or two ago, a rep took a look at the stimulator and discovered that the upper half had quit working. Pt stated that they didn't get an appointment that day, so they went home and about a week later the part that went to their back completely quit so they had been completely without stimulation. Pt stated that they hadn't been able to schedule an appt with a rep through hcp. Pt noted that hcp was with kettering medical center. Pss advised that a message would be sent to the field requesting contact.